Manufacturer narrative:
(B)(4). Device was not returned to the manufacturer for evaluation. We are unable to determine the cause of the event. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications.

Manufacturer narrative:
Device evaluation: the obturator was returned for evaluation. Visual examination confirmed approximately 3mm of the tip had broken off. Fracture surface analysis revealed a fairly flat fracture and circular material flow; consistent with torsional overload. Plastic deformation was noted immediately below fracture surface.

Event description:
It was reported that during the final tightening, tip of obturator was broken. The broken pieces are retrieved all fragment. No patient complication was reported.